Event description:
It was reported that the pt experienced a post-surgery infection on the implant site after hitting her head. The pt is currently on oral antibiotics (type unk). Advanced bionics is currently in the process of obtaining add'l info. When new info becomes available, a f/u report will be sent.